Manufacturer narrative:
Unit was received with missing retainer and minor scratched lcd window. Unable to perform displacement test due to missing retainer. No cracks on reservoir tube or reservoir threads noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in the case. The crack was seen on the reservoir thread. Customer's blood glucose level was 145 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.